Event description:
During an atrial fibrillation procedure, the needle was fractured during atrial septal puncture. The needle was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One brk transseptal needle/stylet assembly was received for evaluation. One image was also submitted to product performance engineering for evaluation. No fracture was seen in returned device. However, the stylet had been bent near the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of needle stylet bends.